Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and ECG stress testing without duplicating the report. The device was recertified and returned to the customer. The multi-function cable (mfc) involved was not returned for evaluation. Zoll has been recommended to the customer to use the new multi-function cable returned with the device and to discard their current multi-function cable as a precaution. Analysis of reports of this type has not identified an increase in trend.